Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "lipid tubing was slightly leaking at the connection from microbore to lipid filter connection and lipids were not infusing through the filter tubing to the infant. The area was cleaned, new syringe of lipids was obtained, and tubing was changed out." There was no report of lasting harm.